Manufacturer narrative:
H3 device evaluated by mfg ¿updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, it was observed that the distal end of the stent delivery wire (sdw) was noted to be kinked, and stent was returned in its deployed state and noted to be deformed. Functional test was unable to perform as the stent had been deployed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported (ar) codes 'stent deployed prematurely during use' was confirmed during visual inspection of the returned device. The remaining ar code 'stent difficult/unable to advance or pullback through catheter' could not be replicated as the stent was returned in a deployed state and was no longer loaded on the stent delivery wire (sdw). However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. It was reported that 'the operator used microcatheter to deliver a 3.0*21 stent and during delivery into microcatheter big resistance was encountered and the stent could not go into microcatheter completely. Withdrew the delivery wire and the stent was left inside the microcatheter (half in microcatheter and half in sheath). Withdrew the product and took the stent out and replaced the stent with another one in same catalog to finish the procedure'. In the follow-up good-faith efforts (gfe) replies it was noted that the stent was not prematurely deployed inside the microcatheter and the same microcatheter was used to finish the procedure. The stent was returned for analysis in a deployed condition and was noted to be deformed along its length. The introducer sheath was not returned for analysis. The stent delivery wire (sdw) was returned for analysis and was noted to be kinked/bent towards the distal end of the wire. The event description notes big resistance during advancement of the stent when it was initially being transferred from the introducer sheath into the microcatheter lumen. Given the event description and the condition of the returned stent components, it is possible that the introducer sheath was initially set up correctly as reported in the follow-up gfe responses but subsequently moved either proximally or distally prior to stent advancement out of the sheath (it is not possible to decide which direction the movement was in as the sheath was not returned for analysis). If this were to occur, it is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would partially deploy into the gap (proximal sheath movement) or the stent would become damaged as it passes through the deformed distal tip opening of the sheath (distal movement). The user will then experience increased resistance while attempting to advance the stent through the microcatheter, resulting in damage to the stent and sdw. Upon realizing this through increased resistance, the user then withdrew the sdw. When the proximal end of the stent was retracted as far as the hub the stent would automatically begin to open. This, in turn, releases the sdw, leaving the remainder of the stent inside the microcatheter lumen. This is one possible explanation to explain the analysis findings. An assignable cause of procedural factors has been assigned to the 'as reported' codes stent deployed prematurely during use' and 'stent difficult/unable to advance or pullback through catheter' and 'as analyzed' codes stent deployed prematurely during use, stent deformed and sdw kinked/bent as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during stent transfer.

Event description:
It was reported that during the anterior communicating artery (acom artery) aneurysm embolization case, resistance was felt while advancing subject stent inside the microcatheter shaft. When the delivery wire was retracted the subject stent was left inside the microcatheter (half in microcatheter and half in sheath) so the operator took the stent out. The subject stent was replaced, and the procedure was completed successfully with no clinical consequences to the patient.

Event description:
It was reported that during the anterior communicating artery (acom artery) aneurysm embolization case, resistance was felt while advancing subject stent inside the microcatheter shaft. When the delivery wire was retracted the subject stent was left inside the microcatheter (half in microcatheter and half in sheath) so the operator took the stent out. The subject stent was replaced, and the procedure was completed successfully with no clinical consequences to the patient.